Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) cleaned flow cell, bleached water lines from di water canister to each of the three-way valves, bleached di water canister, replaced degasser, na reference electrode and carbon bridge to resolve the issue beckman coulter internal identifier is (B)(4). (B)(6). (B)(4).

Event description:
The customer reported receiving erroneous low patient results for sodium and potassium on the unicel dxc 600 pro synchron system. The erroneous results were reported outside of the lab and later amended. There was no change in patient treatment in association with this event.